Manufacturer narrative:
(B)(4). (B)(6). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Hold for mrd 04/21/20.it was reported to boston scientific corporation that a cre pro gi wire guided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it would not inflate. The procedure was completed with another cre pro gi wire guided dilatation balloon. There were no patient complications reported as a result of this event.